Manufacturer narrative:
It was reported that the stent did not self-expand and there were no patient complications as a result of this event. As a result of analysis of attached picture, it was confirmed that stent distal part did not expand. It was not confirmed delivery system because there was no delivery system's picture. It was confirmed from the device history record that device had been manufactured with no significant issue and passed all the inspections successfully. The device (only stent) is returned to us, and investigation is being conducted. If there is any update we will send follow-up report accordingly. There was insufficient procedure information at that time and no patient's info. So it is impossible to identify the exact root cause. Since there was no problem at device history record, it is difficult to judge as expansion fail caused by device malfunction.

Event description:
Did not self-expand.

Manufacturer narrative:
As a result of analysis of returned device, delivery system was not returned and only stent was returned. It was confirmed that distal part of stent did not expand. To confirm problem of suspected device, the suspected device was put in the condition of same temperature of human body. Then 5 minutes later, the suspected device expanded completely without problem. Duodenum structure where stent was implanted is curvy. It can be difficult to expand due to pressure generated by patient's lesion. However, it is impossible to identify the exact root cause since there was insufficient procedure information at that time and no patient's info. Our product, the niti-s stent was made of shape memory alloy. So, some time is needed to expand completely, and this is stated on our user manual. It was confirmed from the device history record that device had been manufactured with no significant issue and the suspected device expanded without problem in similar condition of temperature of human body. So it is considered that distal part of stent was difficult to expand completely due to pressure caused by patient's lesion status (etc. Tumor or stricture), so it caused expansion failure. The suspected device is not registered in the us and there will be continued to monitor the same or similar customer complaints.

Event description:
Did not self-expand